Event description:
It was reported that a physician attempted arteriotomy closure using the starclose device after an interventional procedure. The clip fired and deployed; however, closure was not achieved. The device could not be removed and had to be pulled out. Manual compression was used to achieved closure. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was reported. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information. (B)(4).